Event description:
Received notice of complaint concerning above product from product complaint form filed by facility. Director of nursing is reporting an event in which a leak occurred at the connection of the mainline tubing and the arterial drip chamber, allowing air to get into the extracorporeal system. The healthcare professional was only able to return the blood in the arterial line due to the presence of air in the remainder of the system. Spoke with the director of nursing who reports that the leak occurred approximately half way into treatment. The reported blood loss was approximately 150 cc. The patient was reported as stable, no medical intervention or labwork required. Reports that the actual sample is available for evaluation. This is 1 of 3 complaints. A medwatch form was filed based on blood loss only. A response letter and mailer have been sent to the facility.